Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an episode of non-sustained right ventricular oversensing (nsrvo). The alert was confirmed to be post paced t-wave oversensing (pptwos), programming changes were made. Issue was resolved. The patient was not symptomatic